Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the placement signal unreliable. Not affecting impella function. Pulsating motor current with adequate flows. No change in patient support/hemodynamic status. The patient remains on support and no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of placement signal issue was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Explant date was provided d6b was updated. D4 serial and UDI were updated to remove leading 0s.